Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and parts will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device will not be returned.

Event description:
It was reported to vyaire medical that while the vela ventilator was running, motor fault, low pip (peak inspiratory pressure) and low ve (minute ventilation) alarms were triggered during est/uvt (extended systems test/user verification tests).